Event description:
Nephron pharmaceuticals corp received a report of a device malfunction on (B)(6) 2014, associated with the use of the ez breathe atomizer. The pt reported that he experienced a severe asthma attack after the device did not function. Multiple attempts were made to reach the customer by telephone and mail unsuccessfully. No add'l info is available concerning the pt's demographics or the event.

Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. Here with the closure report as attachment, the root cause of this complaint cannot be identified, since the device was confirmed not returned to manufacturer for further investigation.